Event description:
It was reported that during a laparoscopic tubal ligation, the device did not fire. Same device with different reload cartridge was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one tr35w cartridge was returned fully fired and with no damage to the lockout. No functional test was performed.